Manufacturer narrative:
Patient information was not provided. (B)(4) manufactures the transseptal cannula. The incident occurred in (B)(6). No report of livanova product deficiency was stated within the article. A medical assessment on the case reported by the article was conducted. No specific correlation to device performance could be determined. In addition as result of the medical assessment it has been considered that this is a risk associated to the procedure performed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Event from literature review.

Event description:
Through literature review livanova became aware of a (B)(6) year-old male was diagnosed with severe mitral regurgitation with complete rupture of the posterior papillary muscle and flail posterior mitral leaflet. Chest x-ray showed bilateral pulmonary vascular congestion and EKG result was consistent with a posterior wall infarction. Coronary angiography revealed a subtotal left circumflex artery lesion. Pre-existing medical conditions/baseline characteristics included hypertension, hypertriglyceridaemia and moderate alcohol use. The treatment team made a decision to emergently support the patient with placement of the tandemheart pump and 21 fr. Transseptal cannula initially in the la-fa configuration with return via arterial cannula and oxygenator in the circuit for ¿profound cardiogenic shock with severe refractory hypoxaemia.¿ while the arterial blood gases showed improvement in oxygenation, there was only mild improvement in pulmonary congestion; therefore, an additional right atrial 21-fr venous drainage cannula (length was not specified) was y-connected to create a veno-venous-arterial (vv-a) th-ECMO circuit, with addition of an iabp to facilitate venting of the lv to allow for 1:1 aortic valve opening. On day 5, the patient underwent successful reimplantation of ruptured papillary muscle with mitral valve annuloplasty and bypass grafting to the left circumflex artery and first obtuse marginal branch and the th-ECMO circuit was removed. Post-operatively, the patient experienced seizures which were determined to be a manifestation of a small subarachnoid hemorrhage and subacute cerebral ischemic infarcts that was diagnosed on day 6. The patient made a full neurologic recovery (cerebral performance category 1) and was discharged to home on day 15 with no residual neurologic deficits. The patient had sustained long-term functional recovery at 14 months.